Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2017. According to the complaint, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter and the spring on the handle broke. Eventually, the clip was released after some manipulation, and the procedure was completed at this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.